Manufacturer narrative:
The product is in the process of being returned to the manufacturer for evaluation. A review of the lot batch records and testing of a retain sample concluded that this product was formulated, manufactured, and packaged according to local and global product specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A retailer reported a consumer suffered severe eye pain and loss of vision due to corneal burns as a result of exposure to the solution. The consumer indicated to the retailer that the diagnosis was from an unidentified ophthalmologist and did not discuss having received any treatment for the eye pain or vision loss. When the retailer followed up with the consumer, no additional information about the ocular event was provided; however, the retailer was advised that the consumer had suffered a spontaneous pregnancy termination and that she believed the severe eye pain may have contributed. The consumer's contact information was not provided. The retailer has requested additional medical information from the consumer but it has not been received.

Manufacturer narrative:
No further event or medical information have been received. (B)(6) mail carrier reports that the product was misrouted and has been declared missing. It is unlikely that it will be found. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The product has been received and the evaluation is currently in progress.

Manufacturer narrative:
Since the follow-up report dated 11-jan-2019, the sample has been evaluated. The results of the chemical testing revealed that the sample met all criteria. Based on all available information, no causal factors can be determined and no conclusion can be drawn.